Manufacturer narrative:
Image analysis summary: ivus images were received and reviewed by a medical expert. The images show a tortuous and calcified rca. Strut discontinuity and stent deformation in the form or strut separation are visible in the ivus images. Images can confirm that stent pseudo fracture in the form of strut separation is probable. Additional information: it was reported that ivus showed that there was an area not covered with a stent due to a fracture or maybe a pseudofracture. During the second procedure, predilatation was performed with a 3.0 x 15 mm non-medtronic balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient presented with acute stenosis. It was reported that fluoroscopic images and the ivus data supported the diagnosis of stent fracture. A second procedure was required. One resolute stent 4.0x8mm was implanted with the aid of a non-medtronic guide extension catheter. High pressure postdilatation was performed with a 4.5x8mm non-medtronic nc balloon. Poba before the stent was not performed. The patient was asymptomatic with no acute stenosis. Image review: the image provided shows what appears to be an area of the stent which has not adhered to the vessel wall fully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): image available for analysis in the all attachment tab if information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was used to treat a moderately tortuous, severely calcified lesion with 70% acute stenosis in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that during oct follow-up the stent appeared fractured. The patient is alive with no injury.